Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the surgery, when the abdominal cavity was checked, a foreign object resembling a clip was found, and it appears that an x-ray was also performed to confirm the foreign object. Regarding the surgery, it appears that a metal clip was not used. After the surgery, it appears that various instruments (such as forceps) were checked with a scope to determine whether there was any damage. Because a device was used, a request was made to confirm whether the metallic foreign object was something chipped from the device. The tip of the device was not chipped, but since it cannot be determined as far as the inside of the shaft, verification was requested.